Event description:
Pt alleges an allergy to latex and suffered from hives, wheezing, swelling of the face and hands, hand sores, hand dermatitis, and runny eyes and nose. Further alleges suffering severe and irreversible type-1 latex allergy and is unable to enter a medical or hospital environment where latex proteins permeate the air putting her at risk for an anaphylactic reaction. Plantiff's husband alleges loss of consortium of his wife.